Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 38 x 4.00, target lesion was located in the right coronary artery (rca). A 38 x 4.00 promus premier select stent was deployed in the rca. During the procedure, a distal edge dissection was noted in the distal part of the stent. Another stent was deployed and covered the edge dissection. The procedure was completed and the patient was reported to be stable following the procedure. It was further reported that the lesion was predilated. The lesion was 50% stenosed after predilation. The stent delivery balloon was inflated at 14 to 15 atmospheres. Post dilation was performed with a non compliant 4.5mm balloon at 18 atmospheres. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 38 x 4.00, target lesion was located in the right coronary artery (rca). A 38 x 4.00 promus premier select stent was deployed in the rca. During the procedure, a distal edge dissection was noted in the distal part of the stent. Another stent was deployed and covered the edge dissection. The procedure was completed and the patient was reported to be stable following the procedure.